Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/ib. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm due to buttons not responding. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. Blood glucose level of the customer was 9.2 mmol/l. The customer was assisted with the troubleshooting. The customer was able to rewind the insulin pump and performed self test and insulin pump passed the self test. The insulin pump will be returned or the analysis.